Event description:
The customer reported that the system shut down while doing fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge rep performed an on site investigation. The molex and keyswitch connectors were cleaned, tightened, and reseated. The system was then found to be operating as intended.